Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cholangiocarcinoma. The customer had been hospitalized on (B)(6) 2015 due to cancer. The caller stated that it was very hard to control the customer's blood glucose. The customer had a heart attack and a stroke on (B)(6) 2015. The customer's blood glucose, at the time of death, was 80 mg/dl. The customer was not wearing the insulin pump at the time of death. Prior to death, due to illness, the customer had been off the insulin pump for three months and twenty days. The customer was using sensors but was not wearing one at the time of death. The caller does not want to return the insulin pump for analysis. The caller declined uploading to carelink, stating that the cause of death was not diabetes related.